Event description:
It was reported that the pt's most recent refill, the hcp aspirated 40 ml of medication, thus the hcp suspected another inflammatory mass as the pt had two masses in the past year. The pt was scheduled to have an MRI. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).